Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The design history record service review is pending and the results will be reported in the supplemental report.

Event description:
It was reported that the ev1000a platform system was being used during patient monitoring when the display screen became frozen. The clinicians performed troubleshooting by cycling the monitor, but that did not help. They checked all connections of the components attached, including cables. The connections were found to be secure. The cables involved were also inspected and tested and then eliminated as suspect. There was no inappropriate patient treatment administered. The patient demographic information is not available. There was no patient harm or compromise.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
One ev1000a platform system was returned for product evaluation. To test the product, the panel and databox were booted up. They booted up properly without any issues noted. Both of the panel ethernet ports were tested and connected appropriately without any issues noted. The touchscreen was examined and its function was appropriate. The panel was tested and left to run in the demo mode for 65 hours without interruption. There were no failures identified. There was no frozen screen display. There was no defect found. The reported issue was not confirmed by evaluation. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. There was no inappropriate patient treatment administered and no patient injury reported. With any hemodynamic monitoring, readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. There was no previous related record of servicing.